Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracked downstream occlusion (dso) seal as well as an out of specification dso sensor. The dso seal was replaced, and the dso sensor was calibrated to fix the issue.

Event description:
The device was returned because it was alarming "cannot start pump." The results of the investigation found that the device's downstream occlusion (dso) seal was cracked, and the dso sensor pressure was out of specification. There was unknown patient involvement and no patient harm/adverse event reported.